Event description:
The customer reported that the external paddles were "bad" and that they were making an unexpected clicking sound.

Manufacturer narrative:
The customer reported that the external paddles were "bad" and that they were making an unexpected clicking sound. We are considering this a malfunction based on the customer's report. There was no report of pt involvement. The paddle set was replaced, and this resolved the issue.